Event description:
The report stated that 2 minutes into a radio frequency ablation procedure, water leaked at the connection of the knob and tubing. The ablation was stopped and a new needle electrode used to complete the procedure with no patient impact reported.

Manufacturer narrative:
Date of initial report : 09/24/2007. The incident sample was not returned for evaluation, therefore an evaluation could not be performed. Valleylab labeling regarding the setup of the cool-tip system includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.